Event description:
The customer reported that the tubing separated above the injection port engagement during a dextrose infusion. The infusion set was changed on nov 10, 2018 @ 20:00. At 24:00 nurse checked IV site and the site was intact. The IV was checked hourly, and at 03:00 am the user found the tubing to be broken at one of the ports. No obvious signs of leaking were observed. The user concluded that the separation likely occurred at or near the time the tubing was checked. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the tubing separated above injection port was confirmed. Inspection of the set confirmed the tubing was separated from the inlet port on the smartsite y-body near the male luer. Microscopic examination revealed an insufficient amount of solvent on the tubing at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary because of the separation. Dimensional analysis was performed and the vinyl tubing was within specification. The root cause of the separation was a manufacturing issue related to insufficient solvent application at the tubing-to-component engagement.

Manufacturer narrative:
Although requested, product has not been received, and patient information was not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated above the injection port engagement during a dextrose infusion. The infusion set was changed on (B)(6) 2018 @ 20:00. At 24:00 nurse checked IV site and the site was intact. The IV was checked hourly, and at 03:00 am the user found the tubing to be broken at one of the ports. No obvious signs of leaking were observed. The user concluded that the separation likely occurred at or near the time the tubing was checked. No patient harm was reported.